Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states that they are currently on their back up plan and off the pump. Troubleshooting was not able to be conducted, due to the customer not having the device on hand. The customer's blood glucose level was not known. Nothing is being returned or replaced at this time.